Event description:
Femoral head disassociated from liner. Locking ring was in fact. Pt was resting at home and woke up with the disassociation.

Manufacturer narrative:
Mfg batch record review found no discrepancies. Dimensional analysis found all features were within specification. The condition of the explanted component was unremarkable as determined from it's appearance and dimensional analysis. In summary, the dimensional info available shows that the devices were mfg in accordance with specified tolerances and materials and were not defective. Although constrained lined liners have high dissociation loads, dislocations are reported. However, dislocations usually occur due to catastrophic or traumatic events, or in cases where the pt's profile exceeds the "safe zone" of the device. In this case there is not sufficient data to pinpoint the cause of the original event. At this time, jjpi considers this file closed.